Manufacturer narrative:
A steris service technician inspected the washer and found the source of the water leak to be from the cold water pressure gauge. The water leak subsequently caused damaged to other washer components. The technician replaced the damaged components, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.